Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15997. The pt reported she experienced heating at the ipg site while charging. The pt's scs system was explanted and she was implanted with a competitor system due to ineffective stimulation (ref MFR report: 1627487-2011-01091 and MFR report: 1627487-2011-01785). On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number was included in a field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.